Event description:
It was reported that this right atrial (ra) lead with the implantable cardioverter defibrillator (ICD) had an unstable impedance measurement, jumping to over 3000 ohms multiple times. Technical services (ts) viewed and determined this could be due to the header connection, as the thresholds and sensing were stable with no noise noted. Ts recommended trying to reproduce with isometrics to test the connection. This ra lead and ICD remain in service. No adverse patient effects were reported.